Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis replicated the reported complaint. Errors 23094 and 23118 pointing to axis 2 were confirmed upon testing on an in-house system in normal mode. The unit failed chipencoder virtual absolute (cva) characterization on the pitch.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the reported issue and replaced the usm 4 to resolve it. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted neck anastomosis esophagectomy transthoracic surgical procedure, repeated recoverable error 23094 occurred. The customer tried to recover the error by using the recover button and performed a hard power cycle on the system, but the issue was not resolved. The surgeon elected to disable the universal surgical manipulator (usm) 4 and completed the procedure with the remaining three usms. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with the same da vinci system with the remaining three usms. There was no patient impact.